Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccurred, and the customer acknowledged and understood these instructions.